Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch veriopro meter was giving the error 1 error message; he was unable to obtain a blood glucose reading. The patient suffered no injury due to this issue. The issue was not resolved. The meter was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.